Event description:
The customer reported via phone call that they had damage to the insulin pump. The customer stated there was a missing piece from the top part of the reservoir compartment. Customer also reported a part of their insulin pump was broken in half. The customer's blood glucose was unknown. The insulin pump was not dropped or bumped previously. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with broken reservoir tube lip, cracked reservoir tube window, cracked battery tube threads, and cracked case at display window corner.